Event description:
(B)(4). I had the essure implants put in on (B)(6) 2014. Almost instantly I knew I was having g trouble with the implants I became constipated for 5 full days, and after that I had a very hard time making bowel movements. Not constipation for 4 months. During that time I was also in severe pain. Had many headaches all the time. Went to the doctors and the emergency room several times and was told that nothing was wrong with me. I had a hysterectomy on (B)(6) 2015. Today I still suffer from the damage the implants left behind. I have several infections after my surgery and scar tissue that the doctor says is causing my pain . I deal with depression now. I have never been this sad in my life I will now suffer the rest of my life from the essure implants and I don't know how it will get better.